Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacing was not being delivered when it was required on this right ventricular (rv) lead. The lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.